Manufacturer narrative:
H3: the lower door cap was replaced and the issue was resolved. Previous codes still apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray tube was having problems moving. The covers appeared to have been hit. There were a couple of chips missing from the cover. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: kit svc o2 bi71000138 cover door sdwllrt kit svc 02 bi71000135 cover door cap low h3) onsite functional and visual examination was performed by a manufacturer representative. Debris from gantry was found and removed. Glued loose magnets to cable chain. Replaced door sidewall cover. Performed system checkout. System functions as intended. Lower door cap will be replaced at a later date. B01, c07, d02 apply no parts have been returned for analysis. B17, c20, d15 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.